Event description:
International affiliate has provided a correction and now reports the leopard cage was broken, removed, and replaced with another cage. Multiple requests for additional information/clarification have been made but no additional information regarding the event has been provided as of (B)(4) 2013. It is not known if revision surgery was performed. As a result, this medwatch report is being submitted as an adverse event. If it is determined that this was not an adverse event, a follow up report will be filed with the correction.

Event description:
International affiliate reported that the set screw was removed and replaced by another one. Requests for additional information/clarification have been made but no additional information has been provided as of (B)(6) 2013. It is not known if revision surgery was performed. As a result, this medwatch report is being submitted as an adverse event. If it is determined that this was not an adverse event, a follow up report will be filed with the correction.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation or if additional information regarding the nature of the event is received.

Manufacturer narrative:
Visual inspection of the returned leopard implant noted that the device was fractured into four sections. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A twelve month review of the complaint trend analysis for the leopard implant, parallel, 28x7, was conducted on the specific product code from this complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. It was noted that there were zero related complaints to cage breakage in which there was no harm to the patient but potential harm may exist if the fault were to recur. The no related complaints are below the mean + 2 standard deviations of 7 when compared to the 36-month timeframe prior to this trend analysis. As such, no further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part monthly product complaint review meetings. The root cause of the cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.

Event description:
Additional information was provided by the international affiliate. This was not a revision procedure. The cage broke at the beginning of the procedure. Also, device breakage did not result in a significant delay to the procedure.